Event description:
It was reported that a user of the ilet experienced prolonged hyperglycemia, including a highest recorded blood glucose of 313 mg/dl and a fasting value of 207 mg/dl, in the context of recent pump target adjustments, meal announcements set to ¿more than,¿ and an empty insulin cartridge; the user had not been rotating infusion sites and was advised to do so due to possible reduced absorption from scar tissue. Symptoms included sustained elevated glucose without other reported acute complaints. Outcomes included a return to target range after replacement of pump supplies and education on site rotation and the ¿when in doubt, change it out¿ guidance. Investigation included technical support troubleshooting and user education. Investigation of this case revealed user-related factors including non-rotated infusion sites and running the cartridge to empty, with resolution after supply replacement. It was concluded that the event was consistent with hyperglycemia of unclear cause with contributing factors related to infusion site management and depleted insulin supply. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.